Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and left a message indicating that he was getting lows all the time. The pump was allegedly not delivering insulin accurately. The patient mentioned getting low readings a lot. However, no specific readings were reported by the patient. The patient subsequently contacted anm on (B)(6) 2012, and reported a worn ok button issue. She refused to troubleshoot the pump at the time. She also did not report any bg excursions during the contact. On (B)(6) 2012, the patient contacted anm again and reported that the pump was intermittently unresponsive to up arrow button presses. Again, the patient declined to troubleshoot the pump. The patient did not allege any injury or harm during the subsequent contacts. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a losing time issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 11/28/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no unusual alarms or warnings. A time and date reset was recorded within 12 hours of power off. On testing, the pump powered on normally. An ez-prime function was performed without difficulty. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.